Manufacturer narrative:
The cause of the misplaced screw was due to skiving. The screw skived off of the facet joint and ended up lateral to the plan.

Event description:
It was reported that a revision surgery was needed to remove and replace a misplaced creo amp screw.

Manufacturer narrative:
The device has not been returned for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace a creo amp screw that was misplaced by excelsius robotics.